Manufacturer narrative:
A device history record review was completed for provided material number 300637 and lot number 240911. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) picture samples were received for evaluation by our quality team. Through examination of the pictures, a vial with a particle inside was observed, indicating that coring effect could have taken place. However, no needle was provided; therefore, no needle related defect could be determined. Taking into account the preventive measures and controls in place during the cannula manufacturing process, it is unlikely that the coring effect resulted from poor or insufficient de-burring of the cannula. It is possible that the stopper conditions (ask your supplier for material changes as well as recommendations of storage in case humidity and/or temperature affects the fragmentation of the rubber) and the handling of the product had a role in the reported incident. We would like to inform you that material 303129 are specially designed to puncture vials and therefore avoid the coring effect issue. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Event description:
It was reported that bd conventional needles; needle cored the vial rubber. The following information was provided by the initial reporter, translated from french to english: I would like to inform you that two incidents concerning a ¿bd microlance 3 16g needle¿ occurred at the (B)(6) hospital. You will find attached the corresponding material vigilance declarations. The devices in question were not kept, with the exception of the medicine bottles. However, the iterative nature (two incidents 1 week apart) and the potential risks oblige us to inform you. We would be grateful if you could provide us with any information on the repetitive or isolated nature of these incidents linked to the use of this device. Customer reference number: (B)(4), ref: (B)(4), lot: 240911. Date of event:25/01/2025. Occurrence of the incident: during the preparation of an IV injectable medicinal product (pantoprazole sun pharma 40mg reference (B)(4), lot n°x0eu1 exp 31/01/26). Immediate action: change of needle and bottle. Apparent immediate consequences: for the patient: potential risk of injection of a foreign body with risk of embolism/infectious risk and others. For professionals: extra workload. For the hospital: economic cost due to the need for additional devices and drug treatments, and other potential consequences on patient care.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.